Event description:
Patient receiving sedation and analgesia meds via central line (clave connectors on each port). Patient awake and uncomfortable, area damp to touch, medications noted to be infusing out side of clave connector. Clave removed site flushed, new clave applied.